Event description:
It was reported that the surgeon had trouble popping the spacer into place.

Manufacturer narrative:
(B) (4). Conclusion: according to the info provided, while the cord was being stretched, the cord tensioner was also pulled laterally. This caused chafing of the cord against the sheath of the cord, leading ultimately to tearing of the cord. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.